Event description:
It was reported that this product was explanted due to pocket infection with sepsis. The patient acquired covid, blood borne staphylococcus infection and pocket infection. No additional adverse patient effects were reported.

Event description:
It was reported that this product was explanted due to pocket infection with sepsis. The patient acquired covid, blood borne staphylococcus infection and pocket infection. No additional adverse patient effects were reported. Additional information was received indicating the patient expired approximately three weeks after the system explant.